Manufacturer narrative:
D4: expiration date: updated. H4: manufacturing date: updated. The device history record confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. An assignable cause of undeterminable will be assigned to this complaint, as the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.

Event description:
It was reported that during procedure, the guide catheter (subject device) distal radiopaque marker came off during embolization of a dural fistula. The operator changed the initial sheath to a 12f sheath and exchanged the guidewire. Then the operator inflated a 8 x 4 balloon inside the tip ring that broke off and managed to retrieve the tip from the patient. This was possible as the wire kept the radiopaque tip constrained inside the patient. There was 1 hour surgical delay. There were no clinical consequences to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during procedure, the guide catheter (subject device) distal radiopaque marker came off during embolization of a dural fistula. The operator changed the initial sheath to a 12f sheath and exchanged the guidewire. Then the operator inflated a 8 x 4 balloon inside the tip ring that broke off and managed to retrieve the tip from the patient. This was possible as the wire kept the radiopaque tip constrained inside the patient. There was 1 hour surgical delay. There were no clinical consequences to the patient.